Event description:
It was reported that the patient used pico 4 days after caesarean section. The pump was buzzing and there was no negative pressure. There was a crack tear in the dressing. Patient is currently fighting off infection however this was not confirmed as a result of the issue reported.